Event description:
It was reported that six weeks post op a lap adjustable gastric band procedure, the pt went for the first fill. The surgeon was unable to access the port. Under fluoro, the port had flipped and all four hooks were not retracted. The port was replaced. The pt is fine.

Manufacturer narrative:
Date sent: 10/23/2009. Info anticipated, but unavailable at this time.